Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien valve cannot be confirmed. There is no actual report of valve thrombosis or other cause for the reported event. However, it appears that significant valve oversizing of the initial valve may have contributed to the event. As reported, the annulus measured on CT was 21mm x 22mm, which is more consistent with 23mm valve placement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 5 months post implantation of a 26mm sapien valve, increased gradients were noted requiring implant of a 23mm sapien 3 valve. The valve was in good position with no paravalvular leak (pvl) with a mean gradient <4mmhg. As reported, the patient was symptomatic with shortness of breath and heart failure. An echo was performed and revealed increased gradients. No calcification was noted on CT. Per report, oversizing of the valve may have contributed to the increased gradients. The native annulus measured 21mm x 22mm by CT.